Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)().

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of over 600 mg/dl. The customer was treated for the high blood glucose with manual injections. The customer was assisted with trouble shooting and found that the issue was caused by bent cannulas from scar tissues in the body the customer stated that they had felt bloated in the stomach in the last few months. The customer was educated on the proper site and insertion techniques. The customer did not return the product back for analysis.